Event description:
Pt has been in hospital since yesterday (B)(6) 2025 due to central line infection that resulted in redness, swelling, tenderness, drainage, and foul smell pt does not know discharge date yet as they're pending for blood cultures to come back. Md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.